Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe] due to error c-00. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the following was found: in error log, the (error log) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical radical extraperitoneal prostatectomy (without lymphadenectomy) procedure, the customer informed the technical support engineer (tse) that the vio integrated electrosurgical unit (iesu) [erbe] had c-34 error with no monopolar coagulation possible during system setup for clinical use, bipolar ok. The tse advised the customer to power cycle the system and error did not clear, the tse advised a replacement erbe will be required if a covidien/force triad was on site for 3rd party generator setup. The customer confirmed they have generator but cannot find blue y-split cable part number 371716. The customer sourced the cable from south hampton general as there were two da vinci systems on the site, approx. 5mins away. There were no other da vinci system available on current site, the surgeon had proceeded with the surgery utilizing bipolar energy until the 3rd party generator can be setup. The procedure was completing as planned with no reported injury.